Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2010-03022. The pt rec'd an scs system, including an ipg and a surgical lead, on (B)(6) 2010. It was reported the pt was not getting adequate pain coverage from her lead since implant. The physician explanted and replaced the lead. During the explant procedure, the physician noted possible fluid ingression in the ipg header. The physician did use a port plug in the device header during a lead revision. The ipg was ultimately explanted and replaced. The ipg and a portion of the explanted lead were returned to the manufacturer for analysis. F/u on the pt found no further issues reported.

Manufacturer narrative:
Method: the device history sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The ipg was returned with the port plug still inside the device header. Analysis found the physician used an incorrect port plug model to plug the header during the lead revision procedure. Functional testing of the device found no anomalies. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as a result of a re-evaluation of our MDR review process. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.